Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "patient was implanted with a 9mm 380mm t2 femoral nail which very recently failed with fractured distal locking screws and fractured proximal portion of nail, broken implant was removed and revised with a 11mm 360mm t2 alpha nail."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The nail was completely fractured at the webs of the proximal drill hole for the lag screw. The fracture pattern indicates fatigue failure, as evidenced by the presence of rest lines at the proximal section and the absence of plastic deformation. Deformation is observed at the medial end of the proximal section and the lateral end of the distal end, likely caused by weight-bearing through the lag screw. At the distal end, significant damage is visible on the lateral side, which may have resulted from load-bearing stress. Based on the observations, the fatigue fracture appears to have originated on the lateral side of the anterior portion of the lag screw hole. Additionally, signs of a secondary, sudden brittle fracture are present on the posterior side of the device. Evidence of misdrilling is visible around the lag screw. Misdrilling was also observed on the distal end around the oblique hole of the nail, in which the material is stripped out with a visible shiny surface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the breakage of the implant happened in a fatigue manner by application of continuous high load over time. The exact root cause cannot be defined without the proper medical documents like post operative radiographs. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient was implanted with a 9mm 380mm t2 femoral nail which very recently failed with fractured distal locking screws and fractured proximal portion of nail, broken implant was removed and revised with a 11mm 360mm t2 alpha nail."